Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report #: 1627487-2013-11188, 11189, 11190. It was reported the patient lost stimulation after a wave of water hit her. Reprogramming to address the issue was unsuccessful. While being reprogrammed the patient experienced abdominal and rib stimulation. An impedance check revealed low impedance on all contacts. X-rays were taken and no anomalies were found. Due to the x-ray results, the doctor plans to replace the patient's ipg.